Event description:
The hospital reported that during an endoscopic vein havesting procedure, it was identified that the image was blurry, the procedure was completed with the same device. The hospital did not report any patient complications. On 02/27/2007 scholly fiberoptic investigation results were received, and it was found out that there was condensation under distal window. This report is filed because moisture trapped/cracked lens is a reportable malfunction.

Manufacturer narrative:
Investigation details: scholly assessment received on 02/25/2007, indicates that there is minor damage to the distal tip. Leak test shows condensation under distal window. Damage to distal tip is due to customer mishandling.